Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pregnancy, c-section and uterine rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic~assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: the device was deployed. The insertion device was removed leaving the coil properly placed with approximately 3 trailing coils noted diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: serosal adhesions (gross). Late proliferative/early secretory endometrium. Unremarkable fallopian tubes except for small right paratubal cyst and evidence of previous tubal ligation. Negative for endometrial hyperplasia, atypia, and malignancy. Negative for cervical dysplasia and malignancy. Negative for adnexal malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pregnancy, c-section and uterine rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic~assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: the device was deployed. The insertion device was removed leaving the coil properly placed with approximately 3 trailing coils noted . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 1, serosal adhesions (gross). 2. Late proliferative/early secretory endometrium. 3. Unremarkable fallopian tubes except for small right paratubal cyst and evidence of previous tubal ligation. 4. Negative for endometrial hyperplasia, atypia, and malignancy. 5. Negative for cervical dysplasia and malignancy. 6. Negative for adnexal malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pregnancy, c-section and uterine rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic~assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: the device was deployed. The insertion device was removed leaving the coil properly placed with approximately 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 1, serosal adhesions (gross). 2. Late proliferative/early secretory endometrium. 3. Unremarkable fallopian tubes except for small right paratubal cyst and evidence of previous tubal ligation. 4. Negative for endometrial hyperplasia, atypia, and malignancy. 5. Negative for cervical dysplasia and malignancy. 6. Negative for adnexal malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4). This case was deleted from the bayer database as all the information has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.